Event description:
Technical services received a call on (B)(6) 2011 from sales rep. Rep did a changeout on patient with mdt device and 2 mdt leads. Leads were both found to be damaged. Rep noted they were both found to have insulation problems around the pocket area. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).